Event description:
Spiderfx filter wire placed in patient's left distal sfa for embolic protection. Patient received balloon angioplasty of sfa. On completion of angioplasty, spiderfx wire was to be removed. Spiderfx wire broke at the connection directly between the wire and the filter portion. Everything distal to the break remained in the body and a snare was required to remove it.